Event description:
Patient was revised to address pain. There was gray tissue between the sleeve and under surface of the femoral head.

Manufacturer narrative:
Examination of the submitted femoral adapter component confirmed the reported fracture. No material defects were observed on the fracture surface. Evidence was found the device fractured due to overload. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not conclusively identify the root cause of the overload. Provided information suggested that the patient had little femoral bone stock, which could result in poor support for the stemmed femoral implant. In addition, the patient had a body mass index of 30.8, which was higher than the standard range of 18.5 ~ 24.9. From the IFU of this prosthesis (IFU-090200252, rev f), contraindications and warnings have been given to the patient that factors such as overweight and activity levels may significantly affect the wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: device no returned to mfg.